Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the it on this device is reading 147 and cannot get the low source gas to illuminate when disconnecting air on the 3100 b ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. No damages were noted upon visual inspection of unit. Connected power module to 3100 test ventilator and powered on. Observed inspiration time panel meter gradually increase and stop at 147, as reported by customer. Using fluke 87v, connected to tp2 of controller printed circuit board and was unable to obtain a frequency reading. Frequency panel meter is displaying range and is reacting to knob adjustment. Connected dmm to tp7 of controller printed circuit board and was unable to obtain duty cycle reading. The reported issue was able to be reproduced and isolated to the function generator circuit on the daughter printed circuit board located at u3 of driver controller printed circuit board. Output signal from daughter printed circuit board circuit isolated as cause of failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.